Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The reported problem (failed pulse test) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to physically damaged u727 and u728 components on the (B)(4). The root cause for the damaged u727 and u728 components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it failed an incoming pulse test.